Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant. Along with the outer insulation cut, the analyst¿s visual inspection found blood ingress on the proximal conductor. The analyst concluded ¿ based on the analysis findings, the anomalies described in the event, and the length of implant ¿ that the extrinsic insulation breach observed during analysis likely occurred at implant; further, that the outer insulation breach was likely the cause for the electrical complaint of high thresholds.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial lead exhibited high thresholds. It was determined that the lead had perforated the right atrium. The lead was removed, the atrium was repaired, and a new lead was placed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.